Event description:
During an in-service at the account, the sales consultant was demonstrating how to use the instruments and as he was tightening the lcp reduction attachment to the sliding mechanism by hand, the spike of the sliding mechanism detached and became stuck in the lcp reduction attachment. The sales consultant tried to detach the piece from the lcp reduction attachment but was not able. The sales consultant used vice grips but the piece of the sliding mechanism would not come apart from the lcp reduction attachment. There was no patient involvement.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for manufacturing revealed no complaint related issues. Manufacturing visual evaluation noted visible marks on the seat for the lcp reduction-attachment, the thread itself is intact. The device passed the required functional test successfully; it is working fine. It would be possible to remove the nicks on the seat for the lcp reduction-attachment. This complaint was deemed invalid from a manufacturing position.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Product development evaluation (B)(4): at incoming receipt of product the spike end of the feeder rod is broken off and stuck inside the lcp reduction attachment. The open end of the feeder rod, where the spike end attaches, has evidence of damage and dents. The lcp reduction attachment has significant damage around the nut and top flange, consistent with the use of vice grips. A review of the product drawings indicates the design is adequate for the intended use. The spike end is threaded and laser welded to the feeder rod; an appropriate joining mechanism for the intended function. There is no evidence to support a design related issue caused this failure. It is possible the instrument was mishandled and excessive force applied at the spike end prior to the lcp reduction attachment being assembled, therefore, issue deemed invalid from a design perspective.

Event description:
This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.